Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and found the ribbon cable from the power supply to the main board was loose. The ribbon cable was re-connected, the unit tested and is operating per manufacturer specifications.

Event description:
The customer stated that this unit is alarming "motor fault" there was no patient involvement at the time of the incident.